Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a dim display screen. No additional information was provided and troubleshooting was unable to be completed. The pump was being used for demonstration on not for patient use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.